Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to use their device, the device kept giving a "connect electrodes" message even though there was a connection. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, physio has not received a response.

Event description:
The customer contacted physio-control to report that when attempting to use their device, the device kept giving a "connect electrodes" message even though there was a connection. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, physio has not received a response.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4). Section h6 of the initial medwatch report indicates: results code ¿ blank. Conclusion code - blank. Section h6 of the initial medwatch report should indicate: results code ¿ 213. Conclusion code - 4315.